Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the cutter broke in half while it was being removed from the trocar at the end of the procedure. There is no known harm to the patient from the event. The product sample is available. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
Probes: two opened probe samples were returned for evaluation for the report of the probe snaps on trocar upon removal. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Sample #1: the probe sample #1 was visually inspected and was deemed nonconforming. Excess white foreign matter observed on port face. The needle body, middle, and tip outside diameter were measured and deemed conforming. The probe needle was fit tested for functional into a conforming trocar and was deemed conforming. Sample #2: the probe sample #2 was visually inspected and was deemed conforming. The needle body, middle, and tip outside diameter were measured and deemed conforming. The probe needle was fit tested for functional into a conforming trocar and was deemed conforming. The complaint evaluation does not confirm the probe samples had a product fit issue. The probe performance testing met specification for both samples. The exact root cause of why the customer thought the probes had an issue cannot be determined from this evaluation. Trocars: five trocar cannula/hub assemblies were received in a small parts tray for the report of cutter snaps on trocar upon removal. The samples were visually inspected and were found to be conforming. The samples were then inspected for cannula internal diameter (ID) and were found conforming. Finally, the samples were functionally tested for fit with the 2 returned probes and were found conforming. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. All the returned samples were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No specific action with regard to this complaint could be taken because the products met specification. No further actions are required. The manufacturer internal reference number is: (B)(4).